Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report . Several attempts have been made to contact the customer for additional information, device details, and to evaluate the suspect device for the reported issue. At this time, the customer reported the device is only being used for testing and no additional information can be provided.

Event description:
The customer reported while using the vela ventilator; the device displays a transducer fault error in the events log. The customer reported there is no patient involvement associated with the event.